Event description:
It was reported that the user experienced hyperglycemia while away from home after running out of insulin, during which the ilet powered down and required charging; the user also reported a beeping noise that was explained as likely originating from the dexcom g7 or circle app. Symptoms included elevated blood glucose of 345 mg/dl without reported hospitalization or injury. Outcomes included resumption of insulin delivery after charging, with the ilet battery reaching 60 percent, and education provided regarding potential use of a manual injection and temporary disconnection if clinically needed. Investigation included troubleshooting and education regarding device charging, app notifications, and therapy resumption. Investigation of this case revealed no device malfunction, with hyperglycemia attributed to insulin unavailability while away from home and subsequent device shutdown due to low battery. It was concluded, based on previously established findings for similar reports, that the cause was user circumstances leading to missed insulin delivery rather than a device failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.